Manufacturer narrative:
Report date: 18aug2021.

Event description:
It was reported to philips that a v60 unit was malfunctioning but did not alarm while on patient. The device was in clinical use at the time of the event. The patient was transferred to another ventilator. There was no patient harm. The ventilator was tested by the customer and the reported malfunction was not duplicated. The customer did not find any problem with the device. The ventilator passed all testing. It was put back in service.